Manufacturer narrative:
Are unavailable at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective therapy due to auto reducing. Lead diagnostics showed high and low impedances. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-13111. Further follow-up indicates the patient had surgical intervention on (B)(6) 2018, during which the lead and ipg were reconnected. Issue resolved and therapy has been restored.